Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to high blood glucose. Customer's blood glucose reading is 400 mg/dl. Customer experiencing nausea, vomiting, addominal pain, keytones and a metallic taste in mouth. Customer was treated with insulin drip and injections. Diagnosed diabetic ketoacidosis. During troubleshooting, manual prime is correct, insulin exited the tubing. High pressure test failed twice. The insulin pump will be replaced. Nothing further reported.